Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 17-aug-2018. This spontaneous case was reported by a physician and describes the occurrence of metrorrhagia ("chronic metrorrhagia, initially hysterectomy was planned in (B)(6) 2018"), myocardial infarction ("right ventricular infarct (timi score 0)"), cardio-respiratory arrest ("out-of-hospital cardiac and respiratory arrest") and tonic clonic movements ("abnormal, generalized tonic/clonic-like movements") in a (B)(6) female patient who had essure (batch no. D72013) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tachycardia, mastitis in 2010, raynaud's phenomenon, galactocele in 2004, multi gravida, parity 4, miscarriage, vaginal delivery and c-section. No alcohol consumption, no allergies, no infectious diseases as risk factor. The placentas of her children born in 2011 and 2016 were examined, they presented ischemic infarcts and necrotic ischemic lesions with fibrinous deposits. One cesarean section was performed due to lack of amniotic fluid. Concurrent conditions included smoker. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 1 year 5 months after insertion of essure, the patient experienced myocardial infarction (seriousness criterion hospitalization) with pain in extremity, malaise, chest pain, asthenia and hypotension, cardio-respiratory arrest (seriousness criterion hospitalization) with ventricular arrhythmia, tonic clonic movements (seriousness criterion medically significant) and memory impairment ("anterograde memory disturbance sequelae"). On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with epinephrine (adrenaline), platelet aggregation inhibitors, surgery (hysterectomy - fallopian tubes and devices removal), surgery (coronary angiography, aspiration of thrombus, placement of metal stent) and cardioversion (intubation, assisted ventilation). Essure was removed on (B)(6) 2018. At the time of the report, the metrorrhagia, myocardial infarction, cardio-respiratory arrest, tonic clonic movements and memory impairment had resolved with sequelae. The reporter provided no causality assessment for cardio-respiratory arrest, memory impairment, metrorrhagia, myocardial infarction and tonic clonic movements with essure. The reporter commented: no history other than vascular pathology of pregnancy. Etiological work-up for the primary cause of infarct in (B)(6) 2017 was negative. Transferred to cardiology fro treatment, then transferred to internal medicine to find the cause of the infarct leading to this adverse event report. Actions taken in the establishment to treat the patient: conservative approach to metrorrhagia: (B)(6) 2018 hysterectomy, during which fallopian tubes and implants were removed. Diagnostic results (normal ranges are provided in parenthesis if available): angiogram - on (B)(6) 2017: thrombotic occlusion of right coronary artery; blood pressure measurement - on (B)(6) 2017: 103/51 mmhg; cardiac ventriculogram - on (B)(6) 2017: preserved lvef, lower hypokinesia; electrocardiogram - on (B)(6) 2017: inferior segment depression anterior mirror image; heart rate - on (B)(6) 2017: 116 beats/min. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 17-aug-2018. The most recent information was received on 20-oct-2020. This spontaneous case was reported by a physician and describes the occurrence of metrorrhagia ('chronic metrorrhagia, initially hysterectomy was planned in (B)(6) 2018'), myocardial infarction ('right ventricular infarct (timi score 0)'), cardio-respiratory arrest ('out-of-hospital cardiac and respiratory arrest for 20 minutes'), coma ('coma for 5 days') and tonic clonic movements ('abnormal, generalized tonic/clonic-like movements') in a 36-year-old female patient who had essure (batch no. D72013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mastitis in 2010, galactocele in 2004, tachycardia, raynaud's phenomenon, multi gravida, parity 4, miscarriage, multigravida and gravida I. No alcohol consumption, no allergies, no infectious diseases as risk factor. The placentas of her children born in 2011 and 2016 were examined, they presented ischemic infarcts and necrotic ischemic lesions with fibrinous deposits. One cesarean section was performed due to lack of amniotic fluid. Concurrent conditions included smoker. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced myocardial infarction (seriousness criterion hospitalization) with pain in extremity, malaise, chest pain, asthenia and hypotension, cardio-respiratory arrest (seriousness criteria hospitalization and life threatening) with ventricular arrhythmia, coma (seriousness criterion life threatening), tonic clonic movements (seriousness criterion medically significant), memory impairment ("anterograde memory disturbance sequelae"), abdominal pain ("abdominal pain"), headache ("headache"), fatigue ("fatigue") and nausea ("nausea"), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with epinephrine (adrenaline), platelet aggregation inhibitors, surgery (coronary angiography, aspiration of thrombus, placement of metal stent and hysterectomy - fallopian tubes and devices removal) and intubation, assisted ventilation. Essure was removed on (B)(6) 2018. At the time of the report, the metrorrhagia, myocardial infarction, cardio-respiratory arrest, coma, tonic clonic movements and memory impairment had resolved with sequelae and the abdominal pain, headache, fatigue and nausea outcome was unknown. The reporter provided no causality assessment for abdominal pain, cardio-respiratory arrest, coma, fatigue, headache, memory impairment, metrorrhagia, myocardial infarction, nausea and tonic clonic movements with essure. The reporter commented: no history other than vascular pathology of pregnancy. Etiological work-up for the primary cause of infarct in (B)(6) 2017 was negative. Transferred to cardiology fro treatment, then transferred to internal medicine to find the cause of the infarct leading to this adverse event report. Actions taken in the establishment to treat the patient: conservative approach to metrorrhagia: (B)(6) 2018 hysterectomy, during which fallopian tubes and implants were removed. Diagnostic results (normal ranges are provided in parenthesis if available): angiogram - on (B)(6) 2017: results: thrombotic occlusion of right coronary artery. Blood pressure measurement - on (B)(6) 2017: results: 103 / 51 mmhg. Cardiac ventriculogram - on (B)(6) 2017: results: preserved lvef, lower hypokinesia. Electrocardiogram - on (B)(6) 2017: results: inferior segment depression /anterior mirror image. Heart rate (beats/min) - on (B)(6) 2017: 116 beats/min. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the physician, regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-oct-2020: health authority confirmed that this report was a duplicate of record # (B)(4) (medwatch 3500a MFR number 2951250-2020-13938) which will be deleted from bayer safety database after all information was transferred to this record # (B)(4) which will be retained. New: reporter (patient herself), patient initials, birth date added. New events: abdominal pain, coma, headache, fatigue and nausea added. The cardiac arrest and coma were life threatening events we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 17-aug-2018. The most recent information was received on 26-oct-2020. This spontaneous case was reported by a physician and describes the occurrence of metrorrhagia ('chronic metrorrhagia, initially hysterectomy was planned in (B)(6) 2018'), myocardial infarction ('right ventricular infarct (timi score 0)'), cardio-respiratory arrest ('out-of-hospital cardiac and respiratory arrest for 20 minutes'), coma ('coma for 5 days') and tonic clonic movements ('abnormal, generalized tonic/clonic-like movements') in a 36-year-old female patient who had essure (batch no. D72013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mastitis in 2010, galactocele in 2004, tachycardia, raynaud's phenomenon, multi gravida, parity 4, miscarriage, multigravida and gravida I. No alcohol consumption, no allergies, no infectious diseases as risk factor. The placentas of her children born in 2011 and 2016 were examined, they presented ischemic infarcts and necrotic ischemic lesions with fibrinous deposits. One cesarean section was performed due to lack of amniotic fluid. Concurrent conditions included smoker. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced myocardial infarction (seriousness criterion hospitalization) with pain in extremity, malaise, chest pain, asthenia and hypotension, cardio-respiratory arrest (seriousness criteria hospitalization and life threatening) with ventricular arrhythmia, coma (seriousness criterion life threatening), tonic clonic movements (seriousness criterion medically significant), memory impairment ("anterograde memory disturbance sequelae"), abdominal pain ("abdominal pain"), headache ("headache"), fatigue ("fatigue") and nausea ("nausea"), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with platelet aggregation inhibitors excl. Heparin, , surgery (coronary angiography, aspiration of thrombus, placement of metal stent and hysterectomy - fallopian tubes and devices removal) and intubation, assisted ventilation. Essure was removed on (B)(6) 2018. At the time of the report, the metrorrhagia, myocardial infarction, cardio-respiratory arrest, coma, tonic clonic movements and memory impairment had resolved with sequelae and the abdominal pain, headache, fatigue and nausea outcome was unknown. The reporter provided no causality assessment for abdominal pain, cardio-respiratory arrest, coma, fatigue, headache, memory impairment, metrorrhagia, myocardial infarction, nausea and tonic clonic movements with essure. The reporter commented: no history other than vascular pathology of pregnancy. Etiological work-up for the primary cause of infarct in (B)(6) 2017 was negative. Transferred to cardiology fro treatment, then transferred to internal medicine to find the cause of the infarct leading to this adverse event report. Actions taken in the establishment to treat the patient: conservative approach to metrorrhagia: (B)(6) 2018 hysterectomy, during which fallopian tubes and implants were removed. Diagnostic results (normal ranges are provided in parenthesis if available): angiogram - on (B)(6) 2017: results: thrombotic occlusion of right coronary artery. Blood pressure measurement - on (B)(6) 2017: results: 103 / 51 mmhg. Cardiac ventriculogram - on (B)(6) 2017: results: preserved lvef, lower hypokinesia. Electrocardiogram - on (B)(6) 2017: results: inferior segment depression /anterior mirror image. Heart rate (beats/min) - on (B)(6) 2017: 116 beats/min. Lot number: d72013 manufacturing date: 2015-03-25 expiration date: 2018-03-28. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the physician, regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a physician and describes the occurrence of metrorrhagia ("chronic metrorrhagia, initially hysterectomy was planned in jan-2018"), myocardial infarction ("right ventricular infarct (timi score 0)"), cardio-respiratory arrest ("out-of-hospital cardiac and respiratory arrest") and tonic clonic movements ("abnormal, generalized tonic/clonic-like movements") in a 36-year-old female patient who had essure (batch no. D72013) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tachycardia, mastitis in 2010, raynaud's phenomenon, galactocele in 2004, multi gravida, parity 4, miscarriage, multigravida and gravida I. No alcohol consumption, no allergies, no infectious diseases as risk factor. The placentas of her children born in 2011 and 2016 were examined, they presented ischemic infarcts and necrotic ischemic lesions with fibrinous deposits. One cesarean section was performed due to lack of amniotic fluid. Concurrent conditions included smoker. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 1 year 5 months after insertion of essure, the patient experienced myocardial infarction (seriousness criterion hospitalization) with pain in extremity, malaise, chest pain, asthenia and hypotension, cardio-respiratory arrest (seriousness criterion hospitalization) with ventricular arrhythmia, tonic clonic movements (seriousness criterion medically significant) and memory impairment ("anterograde memory disturbance sequelae"). On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with epinephrine (adrenaline), platelet aggregation inhibitors, surgery (hysterectomy - fallopian tubes and devices removal), surgery (coronary angiography, aspiration of thrombus, placement of metal stent) and cardioversion (intubation, assisted ventilation). Essure was removed on (B)(6) 2018. At the time of the report, the metrorrhagia, myocardial infarction, cardio-respiratory arrest, tonic clonic movements and memory impairment had resolved with sequelae. The reporter provided no causality assessment for cardio-respiratory arrest, memory impairment, metrorrhagia, myocardial infarction and tonic clonic movements with essure. The reporter commented: no history other than vascular pathology of pregnancy. Etiological work-up for the primary cause of infarct in (B)(6) 2017 was negative. Transferred to cardiology fro treatment, then transferred to internal medicine to find the cause of the infarct leading to this adverse event report. Actions taken in the establishment to treat the patient: conservative approach to metrorrhagia: (B)(6) 2018 hysterectomy, during which fallopian tubes and implants were removed. Diagnostic results (normal ranges are provided in parenthesis if available): angiogram - on (B)(6) 2017: thrombotic occlusion of right coronary artery blood pressure measurement - on (B)(6) 2017: 103 / 51 mmhg cardiac ventriculogram - on (B)(6) 2017: preserved lvef, lower hypokinesia electrocardiogram - on (B)(6) 2017: inferior segment depression /anterior mirror image heart rate - on (B)(6) 2017: 116 beats/min. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.